Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated. Method: the subject rt266 infant dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned rt266 infant dual heated evaqua2 breathing circuit observed a hole on the inspiratory tubing, confirming the reported issue. Chemical analysis of the subject device indicated the presence of voids within the tube walls of the inspiratory tubing. Conclusion: the reported presence of a hole in the rt266 infant dual heated evaqua2 breathing circuit was confirmed. All rt266 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged.

Event description:
A healthcare facility in ohio reported via a fisher & paykel (f&p) healthcare field representative that there was a hole in the rt266 infant dual heated evaqua2 breathing circuit. There were no reported patient consequences.

Manufacturer narrative:
(B)(4) fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt266 infant dual heated evaqua2 breathing circuit to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ohio reported via a fisher & paykel (f&p) healthcare field representative that there was a hole in the rt266 infant dual heated evaqua2 breathing circuit. There were no reported patient consequences.